Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected no delivery alarm was noted. The insulin pump had a small crack on the reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 166 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.